Event description:
Report via sales rep that it was not possible to push the wire through the blade. He further reports that the surgeon tried it several times. He further reports that the surgery was finished by screwing in without guidewire.

Manufacturer narrative:
Investigation in process, but not yet complete.